Event description:
It was reported that the patient presented to the emergency department with lead integrity alert (lia) triggered. Interrogation revealed right ventricular (rv) lead oversensing and inhibition of pacing. The short interval counter (sic) had increased. Furthermore, the threshold had increased; at implant the threshold was 1 volts, and after implant increased to 2.5 volts. The lead was explanted and replaced. It was also reported that during explant it was difficult to unscrew the lead. When the lead was disconnected eventually, analyzer measurements showed an increased/high threshold. Physician initially indicated a connection issue. However, the physician excluded a connection issue after having performed analyzer measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.